Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the paxscan power connector was loose. After tightening the connector, the imaging system functioned as designed. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, the imaging system was unable to complete startup. There was no patient present when this issue was identified. No additional information was provided.